Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon review of a remote transmission, far p wave oversensing was observed on non-sustained rv oversensing egms. Patient was asymptomatic. Programming changes were recommended. The patients condition was fine.